Event description:
It was reported that during an implant attempt, the right ventricular lead impedance was high and increasing, however because of the good threshold and sensing, the lead was implanted. The following day, high impedance was noted again and additionally, the threshold was variable and high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.